Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). A device history record (DHR) review was performed for part # 03.221.011, lot: l034715: manufacturing location: (B)(4), manufacturing date: 14 september 2016: no non conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two pieces instrument cerclage passer, dividable forceps cannot be engaged because of deformity. This was detected before use on patient. No surgery and patient involvement. This report is for one (1) cerclage passer, dividable forceps, large this is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Evaluation was completed based on the received photo of the device. The received photo showed one bent cable guiding arm. This complaint is confirmed. Without product investigations, a root cause cannot be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.